Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue") and feeling abnormal ("fogginess"). The patient was treated with ibuprofen, oxycocet (percocet), ibuprofen (motrin) and surgery ((B)(6) 2017 hysterectomy with bilateral salpingectomy removal of essure devices.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine and headache outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: *placement of coils: left: successful number of coils: left: 2. Placement of coils: right: successful. Number of coils: right: 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record:the event abnormal vaginal bleeding, menorrhagia, bacterial vaginosis, migraines, headaches, hair loss, skin rashes, fatigue, fogginess added. Reporters, events outcome, medical history,concurrent condition, lab data, lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), invasive ductal breast carcinoma ("invasive ductal carcinoma") and genital haemorrhage ("heavy and irregular bleeding") in a (B)(6) female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced invasive ductal breast carcinoma (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding/ spotting"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue"), feeling abnormal ("fogginess"), nausea ("nauseous"), vomiting ("thrown up twice"), weight increased ("need to loose weight") and abdominal distension ("fat belly"). The patient was treated with ibuprofen, oxycocet (percocet), ibuprofen (motrin) and surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the invasive ductal breast carcinoma, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea, vomiting, weight increased and abdominal distension outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, invasive ductal breast carcinoma, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: placement of coils: left: successful. Number of coils: left: 2. Placement of coils: right: successful. Number of coils: right: 3. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet- events invasive ductal carcinoma, weight increased and abdominal distension. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue"), feeling abnormal ("fogginess"), nausea ("nauseous") and vomiting ("thrown up twice"). The patient was treated with ibuprofen, oxycocet (percocet), ibuprofen (motrin) and surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea and vomiting outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: *placement of coils: left: successful ¿ number of coils: left: 2 ¿ placement of coils: right: successful ¿ number of coils: right: 3 cross referenced with case number : (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-jun-2018: other-social media reporter added,events nauseous and thrown up twice was added from the follow up source document dated on 07-jun-2018. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ spotting"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain/ belly button area still hurts"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient was found to have invasive ductal breast carcinoma ("invasive ductal carcinoma") and weight increased ("need to loose weight") and experienced alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue"), feeling abnormal ("fogginess"), nausea ("nauseous"), vomiting ("thrown up twice"), abdominal distension ("fat belly"), arthralgia ("right hip was very black and blue and still is very tender") and post procedural contusion ("they looked bruised but not lik your one week post op pic. May be it gets more bruised as time goes on and heals"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the invasive ductal breast carcinoma, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea, vomiting, weight increased, abdominal distension, arthralgia and post procedural contusion outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, invasive ductal breast carcinoma, menorrhagia, migraine, nausea, pelvic pain, post procedural contusion, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: *placement of coils: left: successful. Number of coils: left: 2. Placement of coils: right: successful. Number of coils: right: 3. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: the dye she put in me did not pass my fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information: events ¿ (they looked bruised), references details and source documents were transferred from deletion case no. (B)(4). No new follow-up information was received from the reporter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 37-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ spotting"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy and irregular bleeding"), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain/ belly button area still hurts"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient was found to have invasive ductal breast carcinoma ("invasive ductal carcinoma") and weight increased ("need to loose weight") and experienced alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue"), feeling abnormal ("fogginess"), nausea ("nauseous"), vomiting ("thrown up twice"), abdominal distension ("fat belly") and arthralgia ("right hip was very black and blue and still is very tender"). The patient was treated with ibuprofen, oxycodone hydrochloride;paracetamol (percocet), and surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the invasive ductal breast carcinoma, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea, vomiting, weight increased, abdominal distension and arthralgia outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, invasive ductal breast carcinoma, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: *placement of coils: left: successful. ¿ number of coils: left: 2. ¿ placement of coils: right: successful. ¿ number of coils: right: 3. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: total bilateral occlusion. Diagnostic results: the dye she put in me did not pass my fallopian tubes. Concerning the injuries reported in this case, the following one was reported via social media: arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jan-2020: social received- new event (right hip was very black and blue and still is very tender) was added. Reporter information was added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), invasive ductal breast carcinoma ("invasive ductal carcinoma") and genital haemorrhage ("heavy and irregular bleeding") in a 37-year-old female patient who had essure (batch no. B61386) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine bleeding, lightheadedness, ear infection and cervical dysplasia. Concurrent conditions included asthma, bipolar affective disorder, hypertension, heartburn, rectal hemorrhage and chronic ethmoidal sinusitis. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding/ spotting"), menorrhagia ("menorrhagia"), migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On an unknown date, the patient experienced invasive ductal breast carcinoma (seriousness criterion medically significant), alopecia ("hair loss"), rash ("skin rashes"), fatigue ("fatigue"), feeling abnormal ("fogginess"), nausea ("nauseous"), vomiting ("thrown up twice"), weight increased ("need to loose weight") and abdominal distension ("fat belly"). The patient was treated with ibuprofen, oxycocet (percocet), ibuprofen (motrin) and surgery (robot assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, laparotomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and rash had resolved, the invasive ductal breast carcinoma, genital haemorrhage, abdominal pain lower, abdominal pain, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea, vomiting, weight increased and abdominal distension outcome was unknown and the alopecia, fatigue and feeling abnormal was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, bacterial vaginosis, fatigue, feeling abnormal, genital haemorrhage, headache, invasive ductal breast carcinoma, menorrhagia, migraine, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: placement of coils: left: successful. Number of coils: left: 2. Placement of coils: right: successful. Number of coils: right: 3. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. The dye she put in me did not pass my fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on or about (B)(6) 2017, patient underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.